Manufacturer narrative:
Customer report was not confirmed. Continuity testing confirmed both distal and proximal electrodes were continuous and there were no short or intermittent conditions. No visible damage was observed from catheter body. Balloon leakage was observed under proximal electrode bond area.

Event description:
C-cc-pc - pacing dificulties; (hospital) it was reported that the catheter was unable to pace from the beginning.